Manufacturer narrative:
A boston scientific technical services consultant reviewed the event with the caller and stated that air bubbles in the device were most likely the cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implant of this device and closing the pocket, some non-physiologic noise on was observed on the sensing portion of this lead and a shock was delivered to this patient. No adverse patient effects were reported.